Event description:
It was reported that restenosis occurred, requiring intervention. On (B)(6) 2024, the subject underwent right lower extremity arteriogram due to right lower extremity acute limb threatening ischemia. Findings included: right superficial femoral artery (sfa) patent proximally with occlusion in the mid-thigh, distal sfa stent occluded with reconstitution of popliteal at the level of the patella. Based on angiographic and intravascular ultrasound findings, artery and stent acutely thrombosed which may be due to underlying atherosclerotic disease proximal and distal to the existing stent. During the procedure, a 6 french rotarex device was used to perform thrombectomy and atherectomy of the right sfa and popliteal artery. Then percutaneous transluminal angioplasty (pta) was performed using 6 mm plain balloon. Repeat angiogram showed sfa and popliteal to be patent with flow limiting filling defect above the previously placed sfa stent. This was addressed with proximal extension of the sfa stenting with placement of this eluvia 6 x 80 mm self-expanding drug-eluting stent. This was post dilated using 6mm balloon. Completion angiogram performed with satisfactory results, and there was restored dorsalis pedis pulse in the foot post intervention. There were no patient complications. On (B)(6) 2025, the subject was diagnosed with right lower extremity acute limb threatening ischemia, rutherford 2a. Bilateral lower extremity arteriogram was performed. Findings included: right sfa patent proximally, sfa stents occluded throughout their course, popliteal artery distal to the stents also acutely thrombosed in addition to underlying chronic atherosclerotic intimal hyperplasia. It appeared that the stent failure was due to outflow disease with chronic severe atherosclerotic occlusive disease which ultimately led to acute thrombosis. During the revascularization procedure, due to the acutely thrombosed stent with long segment occlusion and underlying severe stenosis of atherosclerotic etiology, atherectomy and thrombectomy were performed of the popliteal and sfa using 6 french rota rex device. Pta was then performed using 5 mm balloon. There was residual flow-limiting dissection at the distal aspect of the stent, as well as flow-limiting dissection of the popliteal artery at the level of the patella. Repeat pta was performed with prolonged inflation. Follow-up angiogram showed persistent hemodynamically flow-limiting dissection; therefore, this was addressed with deployment of 6 x 120 mm open cell self-expanding drug-eluting eluvia stent, which spanned from the distal aspect of the previous stent down to the level of the knee. Post pta was completed, and angiogram was performed with good results. The subject was prescribed anticoagulant medication. There were no patient complications post procedure.